Event description:
During a remote follow up, varying high voltage impedance and high pacing impedance were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.